Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6)2024, it was reported that the patient reported a false reading that occurred after the sensor had been inserted in the arm. The patient uses tandem tslim in hybrid closed loop and the parents called paramedics. The patient could not remember what the cgm display device was doing at that time. The bg by ems was 46 mg/dl. The patient did not answer whether he experienced symptoms. The patient was treated with IV. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.